Event description:
Complainant alleged that during a routine shift check by a clinician. The device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The flex cable was replaced to resolve the reported malfunction. Analysis of reports of this type has not identified an increase in trend.